Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. The customer consumed orange juice to address the low bg. Reportedly, the customer adjusted the correction factor to address the issue since their diabetes has improved and they no longer need as much insulin.